Manufacturer narrative:
Both procedures were performed in the same room on the same day with the same active cord. The active cord subject of the event was returned to us endoscopy for evaluation. Electrical continuity testing of the returned device confirmed it to be non-functional. Statements from the device instructions for use include: "carry out a thorough visual examination of both the active cord and the chosen accessory prior to use for every procedure. If any visible defects are found in a new accessory, contact the supplier immediately. Always unplug the active cord by holding at the connector. Do not pull on the cable itself". The inspection record was reviewed and confirmed the device met acceptance requirements. A two-year review of past complaints confirmed this event to be isolated. In-service training on the proper use and operation of the active cord was completed on 3/28/2019; no additional issues have been reported.

Event description:
The user facility reported that, during two polypectomy procedures, the active cord failed to deliver energy to the snare. As a result, the polyps were resected without heat, and clips were placed to control bleeding. The procedures were completed successfully.